Event description:
The customer reported that, the black bracket above the pole on the cot head end has snapped. It is further reported that there was no adverse consequences. Additional information found to relevant by the manufacturer will be submitted in a follow-up MDR.

Manufacturer narrative:
Investigation currently underway.